Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation following physical therapy on a treadmill. It was noted that "she felt a ripping sensation" during this activity. Further info was requested.

Manufacturer narrative:
(B) (4).